Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. The paint on the front of the pump casing was found to be peeling and blistered. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. Unrelated to the casing issue, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.